Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During manufacturer product analysis for a vns generator explanted for reported end of service, it was identified that c6 capacitor was leaky. The reported ¿end of service¿ was duplicated in the pa laboratory. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 1.88 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report did not select "adverse event." The information has been corrected on this report. Describe event or problem, corrected data: initial report did not discuss the increase in seizures that was reported as a result of the end of service. The information is being included in this report.

Event description:
The patient experienced an increase in seizure activity a few months prior to the generator replacement. The seizures were believed to be due to end of service of the generator.